Manufacturer narrative:
A product deficiency was not reported or identified. Technical service provided the safety data sheet and advised the consumer to contact their health provider if any medical advice is needed. A supplemental report will be provided if any additional is obtained.

Event description:
The consumer reported adding the solution to the swab and took the sample with the binaxnow covid-19 antigen self test.the consumer did not mention any effects from being exposed to the reagent. No additional patient information, including treatment and outcome, was provided.